Event description:
It was reported that within a month of implant, the right ventricular (rv) lead had caused a perforation. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.